Manufacturer narrative:
The subject device was received for analysis.

Event description:
Reportedly, on (B)(6), the patient received several shocks. Upon the interrogation, re-initialization was required and successful. Device was then operating with as shipped settings, and no episode was available in memory. Thereafter during tests performed, it was impossible measure the coil impedance of the lead. On (B)(6) 2014, and new check of the ICD was performed. The interrogation could not be completed. No output was observed, even applying a magnet. The patient indicated he had radiotherapy with last treatment on (B)(6) 2014. The device was removed on (B)(6) 2014.

Event description:
Reportedly, on (B)(6), the patient received several shocks. Upon the interrogation, reinitialization was required and successful. Device was then operating with as shipped settings, and no episode was available in memory. Thereafter during tests performed, it was impossible measure the coil impedance of the lead. On (B)(6) 2014, and new check of the ICD was performed. The interrogation could not be completed. No output was observed, even applying a magnet. The patient indicated he had radiotherapy with last treatment on (B)(6) 2014. The device was removed on (B)(6) 2014.

Manufacturer narrative:
Analysis of the returned device was not conclusive. The observed reset and battery depletion most probably result from the consequences of the multiple radiotherapy sessions undergone by this patient, as reported.

Event description:
Reportedly, on (B)(6) the patient received several shocks. Upon the interrogation, reinitialization was required and successful. Device was then operating with as shipped settings, and no episode was available in memory. Thereafter during tests performed, it was impossible measure the coil impedance of the lead. On (B)(6) 2014, and new check of the ICD was performed. The interrogation could not be completed. No output was observed, even applying a magnet. The patient indicated he had radiotherapy with last treatment on (B)(6) 2014. The device was removed on (B)(6) 2014.

Event description:
Reportedly, on (B)(4), the patient received several shocks. Upon the interrogation, re-initialization was required and successful. Device was then operating with as shipped settings, and no episode was available in memory. Thereafter during tests performed, it was impossible measure the coil impedance of the lead. On (B)(6) 2014, and new check of the ICD was performed. The interrogation could not be completed. No output was observed, even applying a magnet. The patient indicated he had radiotherapy with last treatment on (B)(6) 2014. The device was removed on (B)(6) 2014.